Event description:
It was reported in clinic that the patient's right ventricular (rv) lead exhibited elevated capture threshold. The physician opted to explant and replace the rv lead due to an occluded vein. The patient was in stable condition.